Manufacturer narrative:
Initial and final MDR (B)(4) -MDR -device 2 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced three tapes not sticking issue on (B)(6) 2026 due to sport activities and perspiration. No further information is available.